Event description:
Per the reporter: "during double lumen central line insertion, the wire became stuck within the line and could not be withdrawn. The wire partially broke leaving only the inner coil intact. The line had to be withdrawn. Fortunately enough length remained in the ij so rewiring was possible with an angio and wire and central line. The wire was retrieved in one piece. This is the 2nd time this has happened to me with this particular kit containing a new brand of wire and central line. It has happened to others."

Manufacturer narrative:
Lot # not provided by reporter. Catalog # not provided by reporter. Expiration date unk as lot # is unk. (B)(4). No product was returned to assist in this investigation. This investigation will assume the wire is the hdoc wire included in the cvc sets such as c-udlm. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. In addition each wire guide comes with an attached caution label or note in the instructions for use which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an examination of the returned product a root cause cannot be identified. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. We will continue to monitor for similar complaints. Per quality engineering risk assessment there is insufficient risk to warrant risk reduction activities.